Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an inside / out, tightrope & screw surgery the suture tore. There was no harm to the patient, operator, or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. *** (B)(6) 2023 update dw further information was provided that the initial surgery which was performed on (B)(6) 2023 was performed successfully but the device tore post-op. Therefore a revision surgery was performed on (B)(6) 2023.